Event description:
Philips received a report where a customer reported that after acquiring a dual surview, the first surview was of the correct patient, however the second surview was from a different patient. This was recognizable to the operator. There was no report of rescan, misinterpretation, or mistreatment due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013 it was reported that the customers CT system is locking up, receiving pixelated images, the wrong surview is appearing, and they are unable to save scans. When the philips field service engineer (fse) arrived on site the CT system had been rebooted, though the system was locking up during reconstructions. These issues are addressed in separate records. This record addresses the issue that after acquiring a dual surview, the first surview was of the correct patient, however the second surview was from a different patient. The fse stated that when he attended the site he was unable to find any archived images in which the surview images had incorrect patient labeling. The fse confirmed that when obtaining a dual surview, one surview would be correct while the other surview would be from a different patient and a different anatomy. The fse also confirmed that when this would occur it was immediately recognized and there was no report of rescan, misinterpretation, or mistreatment due to this issue. The fse stated that the CT system was scheduled to be upgraded to a common image reconstruction system (cirs) chassis though they replaced the image reconstruction system (irs) chassis until the cirs chassis was received. On (B)(6) 2013 the new cirs chassis was installed on the CT system. The fse confirmed that the CT system is operating on the new cirs chassis without issue. Root cause was not able to be determined do to the lack of logfiles and parts being available for engineering evaluation, though probable root cause is a failing irs chassis. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: radiation emission commences only after ready confirmation has been received from the appropriate scan program regarding adequate memory allocation, as well as from the acquisition card. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient per the computed tomography re-scan risk white paper .

Event description:
Philips received a report where a customer reported that after acquiring a dual surview, the first surview was of the correct patient, however the second surview was from a different patient. This was recognizable to the operator. There was no report of rescan, misinterpretation, or mistreatment due to this issue.